Event description:
Facility reports, machine disinfectant (gluteralderhyde) spillage contributed to gi technician adverse reactions (inhalation injury - nasal passage and throat burning, sinus infection) .

Manufacturer narrative:
Facility contact distributor (olympus america) tech. Service to troubleshoot machine water flow. It was then that user (with known sensitivity to hld gluteraldehyde) was instructed to run a series of diagnostic codes, which directly led to out pour of fluid (including high level disinfectant). Due to overflow - exposure of fumes, two employees experienced burning sensation of eyes, nose and sinus infection. One employee reported to ER was observed and reported some type of treatment was received. Treatment unknown. Employee reported to work the following day. Field service engineer was dispatched to site for investigation. Facility reports that machine is up and running fine. Manufacturer was unable to verify machine repair and evaluation activity performed by distributor. Distributor has not reported activity at this time.